Event description:
The surgeon had trouble intubating via the initial otomy and moved location, creating a second otomy. Intubation was carried out for approximately 7 clock hours before an obstruction was encountered. The surgeon viscodilated but catheter would not fully retract into the handpiece. The surgeon used an alternative glaucoma product to complete the procedure.